Manufacturer narrative:
Device remains implanted. If the device or additional information becomes available it will be reported on a supplemental report.

Event description:
During variax surgery, the second and third screw hole from proximal end could not lock the locking screws. The surgeon tried it a few times, the third screw hole could lock the locking screw. But the second screw hole did not lock the locking screws and the screw was remained as it is in the patient bone.

Manufacturer narrative:
Evaluation summary: the reported incident could not be confirmed, since the device was not returned for evaluation. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. No indications of material, manufacturing or design related problems were found during the investigation. Possible causes could be the following (not exhaustive): - too high torque applied - damage of locking hole/lip - too little torque applied - too high insertion angle. However more detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Event description:
During variax surgery, the second and third screw hole from proximal end could not lock the locking screws. The surgeon tried it a few times, the third screw hole could lock the locking screw. But the second screw hole did not lock the locking screws and the screw was remained as it is in the patient bone.